Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges there is insufficient glue on the plaster; comes out of the body without any tension force on the system. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test perform an adhesion break force test on a used device.